Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the battery compartment damage, investigation revealed that the audio bolus button cover was damaged but the button remained responsive, and the pump casing was cracked between the case seal and the keypad cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 07/13/2016.